Event description:
This complaint is reportable based on the analysis completed on august 8, 2012. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. The target lesion being treated was located in the severely calcified left anterior descending (lad) artery. Pre-dilation was performed with a 2.50x20mm, apex balloon catheter to 14atm. A 2.50x20mm taxus liberte sds was advanced and was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. Several rows of struts at the proximal end of the stent were pushed distally and bunched together. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Several kinks were identified along the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The complaint report states that the lesion was severely calcified. Heavily calcified lesions are contraindicated in the dfu. The most probable root cause is considered user related. (B)(4).